Event description:
A nurse was venting the blood through the cap of the safepico aspirator at the patient bedside, and blood squirted on her face. No death or serious injury was reported.

Manufacturer narrative:
Whilst venting the syringe, the safe tip cap fell off and then blood squirted into the user's face. The staff member has no recollection if the cap was twisted into place as per the training. Our conclusion that the problem was due to user error was reached after speaking with the hospital department manager. Training for the use of the safepico includes the correct way to attach the safe tip cap by twisting it onto the syringe. It also emphasizes that the user should not use excessive force on the plunger or point it at himself when venting the syringe. When vented correctly there is a clear resistance felt when all air is expelled. All users at the hospital have been trained in this way by ourselves or the department's cascade trainers. A follow-up report will be filed when the investigation is concluded. The outcome of the event for the user is yet unknown, and the device has not yet been made available for investigation.